Event description:
It was reported that the patient¿s glucose levels were high after lunch and the patient was found not connected to the ilet; the caller indicated she understood how to proceed and declined further assistance. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included a remote assessment and basic troubleshooting education confirming device disconnection at the time of the event. Investigation of this case revealed that the likely issue was loss of insulin delivery due to the patient not being connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related factors leading to interrupted therapy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.